Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient part of the impact study was implanted with an impella 5.5 device for mechanical circulatory support during coronary artery bypass grafting (CABG). It was reported the patient developed overnight runs of ventricular tachycardia (vt) and amiodarone drip was restarted as treatment. It was assessed by clinical site to have possible relationship to the impella 5.5. The patient was reported to be in stable condition.

Manufacturer narrative:
The investigation of the reported failure modes has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Additional information received from the clinical site and the b5 and h6 were updated according to the new information. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
Additional information received from the clinical site: impact study emailed patient update. Adverse event aortic dissection- problem in ascending aorta identified by surgeon (prior to aortic cannula removal; only venous cannula out at this time). Dissection seen on transesophageal echocardiogram (tee). Surgeon also cut venous graft to right. Administered IV heparin. Severe left ventricle (lv) dysfunction. Anh blood returned via cpb pump. Tee initially off pump: severe lv dysfunction, impella directed to lv apex, inlet motor 4.5 - 5 cm from aortic annulus, mild right ventricle (rv) dysfunction, mild aortic insufficiency (ai), moderate tricuspid valve regurgitation, protamine held. Repaired with size 28mm gelwave graft. Aortic valve resuspension, chest left open post procedure for coagulopathy. On (B)(6) chest closed. There was post operative bleeding: post operative course of treatment included blood products.